Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had an air/water supply failure. Inspection and testing of the returned device found a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the amount of air/water supplied was insufficient due to clogging of the air/water nozzle, the curved rubber bond was cracked, the curved rubber adhesive was cloudy, the air/water nozzles were clogged and draining function was reduced, there was a foreign object in the nozzle, the bending angle was insufficient due to elongation of the angle wire, the angle knob had play, and the tip cover was crushed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the foreign material in the nozzle could not be identified. It was also confirmed that the nozzle was not deformed. There were no obvious reprocessing deviations. Therefore, it was not possible to identify the cause of the remaining foreign material. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.